Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter (B)(4).

Event description:
It was reported that the patient had a pump replacement on (B)(6) 2013 and that he stayed in the hospital overnight for postoperative observation. The afternoon the day after surgery, the patient was diaphoretic, increased heart rate, itching and complaint of shakiness. It was noted that at the pump replacement, the daily dose of lioresal was decreased by 13%. The patient was started on oral baclofen and benzodiazepines ¿to help with signs of withdrawal,¿ and a 50mcg bolus of lioresal was programmed ¿around¿ 8pm on (B)(6) 2013 with ¿no apparent change in symptoms.¿ there was no alleged product issue but the patient required hospitalization as a result of the event and a dye and roller study were done as well. There was good csf(cerebrospinal fluid)/drug flow from catheter access port and good distribution of dye in intrathecal sac. After the dye study and rotor study, the healthcare team increased patient's lioresal dosage back up. The plan was to keep the patient in the hospital over the weekend and monitor symptoms. The patient, per report, was stable on the pediatric unit.